Event description:
It was reported that the patient was seen by the healthcare professional 14 times due to intermittent loss of stimulation. The patient¿s dystonia got so bad that they had to be hospitalized. An open circuit was found and it was determined later that the connector was frayed. A neurosurgeon replaced it and the problem was resolved. The patient information was not available. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).